Event description:
The customer called to report that the pump was alarming and vibrating. It was stated that the alarm could not be cleared. Also the device had a frozen screen and would not rewind. The customer was hospitalized for dka. Troubleshooting was performed. The status in the pump showed a low battery. The customer tried new batteries with no change in the pump. Advised the customer to discontinue using the pump and revert to back up of manual injections.